Event description:
On (B)(6) 2010, while going through the changing the cartridge process, pt inserted the insulin cartridge without first attaching the infusion adapter. Pt was advised to remove the insulin cartridge so, he could first attach the infusion adapter and pt pulled the insulin cartridge out and left the plunger stuck on the piston. Advised pt to remember to always hold the infusion device down. Advised pt to remember to unscrew the insulin cartridge from the piston rod. Assisted pt with removing the stuck plunger from the piston rod; was able to successfully remove the stuck plunger. Pt reported almost the full cartridge of insulin spilled into the infusion device's cartridge chamber. Pt stated he was able to dry the inside of the cartridge chamber and that he has had this occur before. Pt reported he had a bad cartridge and it kept leaking while he was filling it so, he threw the cartridge away. Advised pt to switch to backup infusion device. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.